Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurements for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) have been increasing. A memory download was sent to boston scientific technical services (ts) for additional review. A ts consultant reviewed the data and discussed that the shock impedance measurements are trending higher, with some measurements above 125 ohms; the highest measurement was 140 ohms. This behavior is not unexpected as the rv lead is a single coil defibrillation lead and the values are normally higher in the distal coil to can shock configuration. A commanded 41 joule shock was delivered recently, and the shock impedance measurement was 114 ohms; this is considered to be in normal range for this rv lead. Additional testing considerations, including defibrillation threshold (dft) testing, were discussed that the physician could decide to perform at a later date. At this time, the rv lead and crt-d are still implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact. The seal ring marks in each lead barrel indicate full lead insertion. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the clinical observations. The device met all specifications during testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision was performed. The crt-d was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Over one year later, there was an alert displayed through the patient's remote monitoring system that the crt-d had recorded a high out of range shock impedance measurement on the rv lead. The patient was called into the hospital for testing. A commanded 41 joule shock was delivered and again the code 1005 was displayed. A memory download was performed and sent to boston scientific technical services (ts) for review. The data was reviewed by a boston scientific engineer and confirmed there was a possible integrity issue with the system. No adverse patient effects were reported. The crt-d has been deactivated and a revision has been planned to test and potentially replace the rv lead.